Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. A piece of the silicone jaw broke off into the patient. They also stated that no piece or part of the hemopro harvesting tool was left inside the patients leg. The patient did not have any leg wound complications postoperatively or any complications due to the endoscopic vessel harvesting procedure. A new kit was opened to complete the case. No extra incisions were made, there was a slight delay in the procedure. Patient is fine .

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500. A piece of the silicone jaw broke off into the patient and it is unclear if it was retrieved. A new kit was opened to complete the case. No extra incisions were made, there was a slight delay in the procedure. Patient is fine and they used a new device to complete the case.

Event description:
Related to (B)(4).

Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/13/22) despite request and/ or customer indicated that the device would be returned; however, no device was returned. The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted on 11/17/2021. Signs of clinical use and evidence of blood and charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled with detachment exposing the metal tip portion of the cold jaw. The silicone insulation on the hot jaw was observed to be intact, no other visual defects were observed. Based on the non-return of the device and photographic inspection, the reported failure "peeled; jaw" was confirmed.